Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. (B)(4).

Event description:
Information received from a consumer via a manufacturer representative (rep) reported that the consumer was experiencing difficulty recharging that was gradual in nature. The issue started six or more months prior to (B)(6) 2015. At that time, the consumer had not really needed to use the stimulator much anymore and she was busy at work, so it was shrugged off and forgotten about. The consumer's pain had returned and she needed to use her stimulator again but could not get a signal. No diagnostics, troubleshooting, actions, or interventions had been done yet. The consumer had a late afternoon appointment the week after (B)(6) 2015 with a health care provider, but it was noted that the reps were not available. The plan was for a rep to call the consumer on (B)(6) 2015 to set up an appointment for troubleshooting the recharger and to physician mode recharge (pmr) the device. The consumer was noted to be alive with no injury. Additional information received from the consumer on (B)(6) 2015 reported that her implantable neurostimulator (ins) was not charging. She was going to meet with the rep for a reset. The rep met with the patient on (B)(6) 2015 and reported that after trying to interrogate the device without success, a recharge session was initiated but they could not get a signal. The antenna locate feature was used and was able to get and maintain a signal of 108 and a pmr was initiated. After one hour, a power on reset was cleared and the consumer charged for almost two more hours. During the beginning of the recharge session the patient stated that it had probably been dead for over a year. The consumer also stated that she initially started to not use it because it was stronger in her back than her legs, which was noted to be contradictory to her initial statement that she was busy all the time and didn't was to inconvenience the rep. It was noted that code 0x8 was seen after adequately recharging and interrogating the device successfully. An impedance check was performed and multiple electrodes were >10,000 ohms. The rep was able to program around the high impedance electrodes on three groups with full coverage. It was noted that the relief of painful areas felt really good. The importance of charging the ins to full and exercising the cells 6-7 times was stressed. The three strike rule was discussed and the consumer was encouraged to periodically maintain the charge on the ins if she decided to quit using it again. The consumer was told to call the rep when trouble arises and to never think of it as an inconvenience to the rep. It was noted that the consumer verbalized understanding of it all. The consumer's indication for use was noted to be post lumbar laminectomy syndrome.